Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm unexpected restart alarm due to blank display. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer also reported that condensation was visible under the display. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.